Event description:
During pt set-up the user noticed that the readback value for longitudinal table position was in error by 8mm.

Manufacturer narrative:
Comments: following some investigation, it was found that the potentiometer shaft on the longitudinal fine a/fine b potentiometer was loose and was the cause of inconsistent calibrations. The error was picked up through good clinical work flow. A set of tests to check this failure mode should be conducted during upgrade to versions r6.1 or r6.2. There is a possibility that if this set of tests are not followed, then an incorrect position could occur. No mistreatment or adverse event occurred. However, analysis of the error detection for the triple potentiometer system has concluded that an error up to 25mm (worst case estimate) is possible without detection. This demonstrates the possibility of a more serious device malfunction and potential for serious adverse event. Corrective action pending: an important notice is being prepared to alert customers to this issue.